Event description:
The customer contact reported the pump did not alarm when a distal occlusion was present. On an unspecified date and time, the pump was programmed to deliver an unspecified medication in the continuous mode. No specific programming parameters were provided. The customer contact reported that after an unspecified length of time, the tubing was clamped for an unspecified reason. At an unspecified time, the pt was transferred to another floor. At this time, it was noted the tubing was clamped. The customer contact reported there was no pump alarm. The pump was removed from clinical service. During testing at the user facility, the pump passed testing. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. Though requested, no add'l info was provided including specific pt info, pump programming, event details, and pt outcome.

Manufacturer narrative:
At this time the customer will not be returning the pump for eval. The pump passed testing at the user facility by alarming when a distal occlusion was present. The pump was returned to clinical service. This report represents all the info known by the reporter upon query by hospira personnel.